Manufacturer narrative:
A medtronic representative went to the site to test the system. It was discovered that the dingus pins were misaligned. The representative manually disengaged the pins, and reoriented in the proper location. This resolved the issue, and the system motions were homed without issue. System checkout was performed to satisfaction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not initializing during boot up. There was no patient involved. There was no delay.